Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering did not observe any frayed wires at the instrument tip and none of the wires at the wrist showed any damage. Engineering also observed small sections of instrument tube insulation removed in three locations. There were also various scratches and indentations in the tube insulation. It was determined that this failure mode was most likely caused by a potentially defective cannula accessory, which may remove material from an instrument during use. The site has previously returned instruments with damaged insulation. The following medwatch reports were submitted for these instruments: MFR. Report #2955842-2007-00223; MFR report #2955842-2007-00224; MFR report #2955842-2007-00225; MFR report #2955842-2007-00252. The site has also returned defective cannula accessories. The following medwatch reports were submitted for the defective cannulae: MFR report #2955842-2007-00226; MFR report #2955842-2007-00227.

Event description:
It was reported that a wire in the 5mm monopolar cautery instrument tip was frayed. No additional information was provided. No patient harm, adverse outcome or injury was reported.